Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd precisionglide¿ needle had blockage issues. The following information was provided by the initial reporter : it was reported that the bd precision needle was used to prick the ns bottle and dilute antibiotic with ns and during pricking ns bottle the needle was getting blocked.

Event description:
It was reported that 1 bd precisionglide¿ needle had blockage issues. The following information was provided by the initial reporter : it was reported that the bd precision needle was used to prick the ns bottle and dilute antibiotic with ns and during pricking ns bottle the needle was getting blocked.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the returned photo, the team is unable to observe the reported defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.